Event description:
It was reported that the empty pump reservoir alarm sounded shortly after a pump update. The critical alarm was confirmed by telemetry. The alarm was due to zero ml reservoir volume. Per the reporter, the pump was programmed and reportedly updated correctly. The alarm was noted shortly after update. No patient symptoms were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.